Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the outer shaft of the device started spinning with the inner wire. The target lesion was at the femoral artery. A truepath cto device was selected for use. During procedure, it was noticed that the outer shaft of the device started spinning in tandem with the inner wire like the sheath of the outside started to bind on the wire. Furthermore, the beeping mechanism started freaking out as the truepath was likely closing on its own. Finally, the physician attempted to cross the lesion with several other devices; however, were unsuccessful. The procedure was not completed and patient will be consulted for surgery. No patient complications were reported.